Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the x-ray opaque tip of the guide sheath fell off due to excessive insertion due to significant resistance. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection 3.3 inspection of the endoscope: inspection of the endoscope: 2. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 4. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The tip marker was not returned; hence, it could not be confirmed if it met specifications. The collapsed corrugated tube and difficulty inserting the cleaning brush were confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that when the doctor removed the guide sheath after a diagnostic bronchoscopy using an evis lucera elite bronchovideoscope, the tip marker was noted to be missing. The tip marker was confirmed to have fallen in the patient's body through x-ray and was retrieved. The procedure was completed with the same device with a short delay to collect the broken piece. The patient had recovered and there was no harm to the patient's health. The user felt that the scope's corrugated tube was crushed and that the cleaning brush was not insertable, and that the channel lumen was narrow. The olympus representative wanted to confirm if this was related to the dropout of the tip marker. Case with patient identifier (B)(6) reports the single use guide sheath. Case with patient identifier (B)(6) reports the evis lucera elite bronchovideoscope.

Manufacturer narrative:
This supplemental report includes a correction to h6 to provide information that was inadvertently not included in the initial medwatch.